Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menses/menorrhagia/continued heavy prolonged menses/excessive and frequent menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and haemorrhagic anaemia ("menorrhagia resulting in anemia") in a female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included iron and vicodin (norco). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), menstruation irregular ("irregular menses"), depression ("depression"), emotional disorder ("emotional anguish") and pain of skin ("sensitive skin"). The patient was treated with ibuprofen, eugynon (lutera-28), ferrous sulfate (ferrous sulphate), colecalciferol (vitamin d3), surgery (hta ablation (hysteroscopy ablation) procedure) and surgery (hta ablation (hysteroscopy ablation) procedure). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, haemorrhagic anaemia, abdominal pain lower and back pain had not resolved and the vaginal haemorrhage, alopecia, dysmenorrhoea, menstruation irregular, depression, emotional disorder and pain of skin outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, emotional disorder, haemorrhagic anaemia, menorrhagia, menstruation irregular, pain of skin, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. She still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, vaginal hemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record: reporter, patient demographic, essure lot number 771093 and events (abnormal bleeding (vaginal, menorrhagia), blood disorder- anemia, dysmenorrhea, hair loss, pain, psychological problems; emotional anguish, depression, rashes or skin conditions; sensitive skin, other: irregular menses, continued heavy prolonged menses, excessive and frequent menstruation with regular cycles) were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses/menorrhagia/continued heavy prolonged menses/excessive and frequent menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain") and haemorrhagic anaemia ("menorrhagia resulting in anemia") in a 34-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included iron and vicodin (norco). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), menstruation irregular ("irregular menses"), depression ("depression"), anxiety ("emotional anguish") and pain of skin ("sensitive skin"). The patient was treated with ibuprofen, eugynon (lutera-28), ferrous sulfate (ferrous sulphate), colecalciferol (vitamin d3), surgery (hta ablation (hysteroscopy ablation) procedure) and surgery (hta ablation (hysteroscopy ablation) procedure). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, haemorrhagic anaemia, abdominal pain lower and back pain had not resolved and the vaginal haemorrhage, alopecia, dysmenorrhoea, menstruation irregular, depression, anxiety and pain of skin outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, menstruation irregular, pain of skin, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. She still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged menses/menorrhagia/continued heavy prolonged menses/excessive and frequent menstruation'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), pelvic pain ('severe pelvic pain') and blood loss anaemia ('menorrhagia resulting in anemia') in a 34-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included hydrocodone bitartrate;paracetamol (norco), iron and oral contraceptive nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), alopecia ("hair loss") and sensitive skin ("sensitive skin"). In (B)(6) 2012, the patient experienced menstruation irregular ("irregular menses"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("back pain"), depression ("depression"), anxiety ("emotional anguish") and abdominal pain ("abdominal pain"). The patient was treated with cholecalciferol (vitamin d3), eugynon (lutera-28), ferrous sulfate (ferrous sulphate), ibuprofen and surgery (hta ablation (hysteroscopy ablation) procedure). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, blood loss anaemia, abdominal pain lower and back pain had not resolved and the vaginal haemorrhage, alopecia, dysmenorrhoea, menstruation irregular, depression, anxiety, sensitive skin and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood loss anaemia, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, sensitive skin and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. She still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Medical history, concomitant drug and lab data were added. Event: abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.